Manufacturer narrative:
Product evaluation- the lens was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens (debris and clear residue). (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.